Event description:
This male pt with a history of previous, bilateral endarterectomy, hyperlipidemia, coronary artery disease, and hypertension was admitted for angiographic eval of the carotid arteries. The pt was asymptomatic at the time of the exam. Angiography revealed a 90%, 40mm, eccentric, mildly calcified stenosis in the proximal right internal carotid artery. The vessel was described as 4.0mm in diameter and was moderately tortuous. An angioguard with a 6mm basket was advanced beyond the target site and was deployed without difficulty. The target site was predilated with a 3.0 x 30 firestar balloon. Two (2) precise pro stents were deployed in overlapping fashion to cover the lesion, a 7.0 x 30mm and a 9.0 x 40mm. The stents were post dilated with a 5.0 x 30 aviator balloon. Following post dilation of the stents a vessel spasm occurred and the pt experienced left-sided hemi-neglect, aphasia, arm drift, and facial palsy. This was treated with 200mcg ia nitroglycerine. The angioguard was recaptured without difficulty. There was no debris noted in the filter. A second distillation of 200mcg ia nitroglycerine was administered. The pt's condition improved but did not resolve. The pt was diagnosed with ischemic stroke and was sent to a rehab facility for two weeks. Following rehab, the pt required assistance for grooming, eating, and ambulation. He was transferred to a skilled nursing facility.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Arterial spasm is a known complication associated with percutaneous carotid artery intervention. The carotid sinus, located at the bifurcation of carotid arteries, has an important role in the baroreceptor reflex. Manipulation of intervention devices (wires, balloons, stents, etc) within the carotid arteries can cause vagal activity, which can cause arterial spasm. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device(s). While the exact cause of the reported event cannot be conclusively determined, there are pt (previous carotid artery trauma from endarterectomy) and procedural factors that likely contributed to this event. This is one of four reports submitted for the same event. Please reference MFR report #s: 9616099-2008-02717, 9616099-2008-02718, and 1016427-2008-00307.